Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection found no damages or manufacturing abnormalities on the controller. Functional evaluation revealed that the controller functioned as intended according to the reported event. All ablation and coagulation output voltages fell within specified ranges.. The complaint was not verified and the root cause could not be determined as the device performed as intended. Factors that can lead to "unspecified function failure" issue include: a power interruption to the subject controller. Using an improper power cord or improper extension cord, or a loose power connection. An issue with one of the concomitant devices in use at the time of this complaint event. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the procedure, the device had an unspecified failure mode. The case was completed using suction cautery with a competitor device without any delay and patient injury reported.